Manufacturer narrative:
One sample model 10013902, lot 24099419 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set attached to a bd syringe and flushed with water. No resistance or occlusion was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that they clamped the tubing prior to spiking medication, unclamped all clamps, then attempted to prime the IV line. With all clamps open, they couldn¿t prime the line as though it was clamped somewhere. They then replaced the filter and was able to prime the line.